Event description:
Pump 1 shuts off randomly and then displays "improper shutdown" message on the screen. This happened several times in one morning. Pump 2 will not hold a charge even though it has been plugged in for several hours.